Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report 3005099803-2016-01496 for the other associated device information. It was reported to boston scientific corporation that two endostat iii rf generators were used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the system fault light of the endostat iii rf generator (the subject of 3005099803-2016-01485) was on indicating that the ground pad was not working properly. Another ground pad was used but it still would not work. The same issue occurred with another endostat iii rf generator (the subject of 3005099803-2016-01496). A non-bsc generator was used and the ground pad gave a green light so the procedure was completed using this non-bsc generator. There were no patient complications and the condition of the patient after the procedure was reported to be "affected."